Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of sensing and loss of capture. Additional information was received which indicated that the lead had dislodged. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.